Event description:
Per the clinic, the electrode array was discovered to be improperly placed in the cochlea. The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)